Manufacturer narrative:
Patient identification unknown/ not provided. Patient age unknown/ not provided. Patient weight unknown/ not provided. Product not returned.

Event description:
It was reported that when the customer opened the inner vial of the implant ((B)(4)) it was missing from the packaging. They could complete the procedure with another implant in the stock.

Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. Visual inspection confirmed that the implant and mount were not inside the packaging, nor was the cover screw. The seal of the vial was noted to be broken. Returned device was examined visually by the naked eye and through magnification. No related nonconformances were noted for this complaint after DHR review. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: product packaging : all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Probable cause(s): manufacturing related causes for the reported event are outlined in process risk management file (B)(4) ¿tapered screw vent and 3.1 eztetic implants pfmea¿ rev 1, which states that parts can become separated from the inner vial assembly by blowing air when particulates are blown off during production. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the subject event were documented as part of the DHR. Lot was inspected and accepted by qa. See ¿in process inspection ¿ pre-sterilization qp-110¿ inspection form below under line 7, and the sections of line 9: it is therefore believed that this is not a manufacturing related malfunction. No raw material non-conformances were detected after review of the receiving inspection reports for the vial cap, silicone cap ring, and the outer vial. Probable causes for the reported event cannot be determined with the information provided. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. Through the data gathering process for the rinq001770, the occurrence rate for this event type was assessed. Per biomet 3i risk management file tapered screw vent and 3.1 eztetic implant pfmea ((B)(4) rev 1) the probability of occurrence of the reported event occurring is defined as <1/10000. (B)(4). The frequency has been calculated based on the required risk time frame requirements and has taken into consideration. Feedback was collected from the zimmer dental carlsbad team since the reported event is related to a zimmer dental device (manufacturer of record). Upon assessment of the zimmer dental rm-002m1 snap ii packaging, it was identified that the probability of occurrence of a missing component from the packaging requires evaluation to further assess the failure mode and a possible change in the probability of occurrence to the zimmer dental rm-002m1 snap ii packaging risk file. As a result, c was requested by the zimmer dental carlsbad team to assess for further action. This CAPA request will be managed through the zimmer dental carlsbad quality system. However, based on the investigation results no further action is required. Alleged event is non-verifiable, as the package was returned already opened. A singular root cause could not be identified.

Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. Visual inspection confirmed that the implant and mount were not inside the packaging, nor was the cover screw. The seal of the vial was noted to be broken. Returned device was examined visually by the naked eye and through magnification. No related nonconformances were noted for this complaint after DHR review. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/2016. Information identified: product packaging: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Alleged event is non-verifiable, as the package was returned already opened. A singular root cause could not be identified. The following sections were updated: date of this report. Expiration date and UDI number (B)(4). Date received by manufacturer. Type of report. If follow-up, what type. Device manufacture date. Additional narratives/data.